Event description:
This lead was capped and replaced due to high thresholds. A portion of the lead was returned. The pacemaker was also changed out at the same time due to eri. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 11 cm distal to the is-1 connector pin. Only the proximal fragment was received. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. With regard to the thresholds mentioned in the complaint description, the analysis of the available fragment did not show any deviations. In summary, no indication of a material or manufacturing problem was noted during analysis.